Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient's ipg became inoperable as a result of not charging the device. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.